Event description:
Under certain in-use conditions, when a slice is deleted, the z coordinate may be shifted. When this occurs, a difference between the computed and the delivered dose distributions could occur.